Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was performed. A 21 mm watchman ® laa closure device was successfully implanted. There were no abnormalities or complications associated with the procedure, but the patient did complain of back and neck pain during the night following the implant. The following morning, a transesophageal echocardiogram (tee) was performed which showed the device in good position with no pericardial effusion or other abnormalities, and the patient was discharged. The next morning, two days post procedure, the patient awoke and complained to his wife that he was not feeling well. Shortly after complaining of not feeling well, he became unresponsive and died at his home.